Event description:
During the shift check, the autopulse platform (sn (B)(6)) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message that couldn't be resolved. No patient involvement.

Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(6) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message was confirmed during functional testing and based on the review of the archive data. The root cause of the (ua) 07 was due to the failed load cell module 1. The cracked front enclosure and failed load cell were likely attributed to mishandling, such as a drop. Upon visual inspection, unrelated to the reported complaint, observed a cracked front enclosure, likely attributed to user mishandling, such as a drop. The front enclosure was replaced to remedy the problem. A review of the archive data showed multiple (ua) 07 error messages to have occurred around the customer's reported event date, thus confirming the reported complaint. The autopulse platform failed the initial functional testing due to the (ua) 07 error message displayed upon powering on, thus confirming the customer complaint. During the power-on-self-test, the load sensing system detected a weight or load imbalance between the two load cells. Load cell characterization test results confirmed that load cell module 1 exceeded normal parameters and was replaced to remedy the (ua) 07 error. Following the service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6). .